Event description:
It was reported that half of the display is out. The unit will monitor patients but the display cannot be read. No further info available. There is no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation of the device the unit was powered on and it was observed that the upper half of screen display was blank; therefore, they are unable to read spo2 or bpm values. The lcd malfunction prevents values from being displayed in both portrait and landscape mode. Unable to toggle screen rotation due to the inability to communicate with the base station. The unit battery was returned in a low power state and pin damage on the handheld prevents charging. The lcd was swapped out and the unit functioned as intended. A service history record review reveals that this unit was in the field for over thirteen (13) years with no previous reported issues related to this reported event.